Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device eval was unable to reproduce downstream occlusion alarms during further testing. The device was calibrated and retested to ensure proper function.

Event description:
During baxter's eval a device alarmed for downstream occlusions. There was no pt involvement.